Event description:
It was reported that this patient recently had a new system implanted. Some months ago, this implantable cardioverter defibrillator (ICD) exhibited out-of-range pacing impedance measurements on the right ventricular (rv) lead. Trending displayed high measurements, then dropped down. An x-ray was performed, and rv lead integrity issues were not found. Troubleshooting options were discussed and recommended. The patient is continuing to be monitored. The product remains in service and no adverse patient effects were reported.